Manufacturer narrative:
H11: device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed multiple kinks to the sheath. Microscopic examination revealed a hole in the sheath 20cm from the tip. Functional testing was performed and the device leaked from the hole. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink and leak.

Event description:
Reportable on device analysis completed on 16jul2025. It was reported that the device was kinked and leaked. A 2.4mm jetstream xc catheter was selected for an endovascular thrombectomy (evt) procedure treat a patient with moderately tortuous peripheral artery disease (pad) in the superficial femoral artery (sfa). During the procedure, it was reported the device kinked and water leaked from the tip of the device. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed a hole in the infusion sheath.